Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/01/2014 with the following findings: there was no evidence of short battery life observed in the black box history. There was a ¿low battery¿ warning observed on (B)(6) 2014 due to a normal battery wear. All current readings were out of specification and the short battery life complaint was duplicated. All current draws returned to specification after the continuous glucose monitoring (cgm) module flex was unplugged from the printed circuit board. There was an intermittent condition found to the cgm module due to a cold solder connection at two of the gold pins. Current draws maintained nominal readings after the pins were re-soldered and plugged back into the cgm module flex. Unrelated to the original complaint, the display was dim and discolored. Also unrelated, the battery compartment was cracked. Neither the cartridge or battery caps were returned, so test caps were used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).